Manufacturer narrative:
The device will not be returning to the manufacturer for evaluation. It will be sent to new castle engineering lab. Radiographs provided did not confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per reporter, the rods were not distracting well due to the position of the offset rod and the curve. When removed by the surgeon, reportedly, the rod had clear movement.